Manufacturer narrative:
The curved-tip stapler instrument involved in this complaint has been received and tested by failure analysis. The reported issue was not replicated; the instrument was placed and driven on an in-house system and passed the recognition and engagement tests. However; a broken grip cable was noted at the grip hub. A piece of the grip cable along with the crimp at the distal end was not returned with the instrument. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system did not recognize the curved-tip stapler instrument. The procedure was completed with a backup instrument and there were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the missing material/damage occurred outside of a surgical procedure and no fragments fell into the patient¿s anatomy. It was also unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.